Event description:
It was reported that arteriotomy closure of the right common femoral artery was performed using a perclose proglide device after a cerebral aneurysm coil procedure. Reportedly, four hours post procedure, the patient had a loss of distal pulse and a cold right leg. The patient was taken to surgery and the artery was repaired. It was reported that the loss of distal pulse and cold leg was caused by plaque that was lifted. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. It was reported that the patient experienced distal pulse loss and cold right leg four hours after closure with the perclose proglide. As listed in the product instructions for use, local pulse deficits or ischemia are known potential adverse events associated with the use of the proglide device. Although a definitive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency. A review of the device lot history record and a query of the complaint handling database could not be performed as the lot number was not reported and the device was not available for analysis. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.